Manufacturer narrative:
To date, the device has not been returned for evaluation. An investigation has been initiated based on the reported information.

Event description:
User facility reported that there was a problem with the icp catheter. The error occurred during measurement. There was no patient injury reported.